Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's lcd was broken. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with severely/cracked bleeding lcd. We were unable to verify missing segments/partial display due to cracked bleeding lcd. We were unable to perform displacement, rewind, seating and basic occlusion due to display anomaly. The insulin pump was received with cracked keypad overlay at select button, scratched case and fading serial number label.